Event description:
Additional information received from the account: the first two or three clips formed and loaded fine but a fourth clip malformed after loading correctly and then the subsequent clips continued to load at an angle in the jaws. Some issues with the clip forming, the clips were scissoring. Switched to another 134044 device. This device had excess chalky residue. Switched to 134053 device. Clips fell into the cavity of the patient. They were picked out or washed out but when the patient was taken back to theatre later there were three clips floating in the wound. It is not certain whether these clips fell from the device or came off the vessels. No tissue loss or damage. Some weeping from the hematoma during the re operation. The patient spent 36 hours in the ICU because they were concerned about intubating due to the swelling and bruising.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: right hemi thyroidectomy according to the reporter: the surgeon observed clip malformations during the initial firings of the clips. He subsequently changed to a different device. The operating time was extended. The initial results of the procedure were considered acceptable but the patient was later brought back with post operative bleeding at the surgical site. The patient underwent an emergency procedure to manage swelling in the operative area caused by the bleeding. The patient is recovering. Blood loss was minor.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/07/2015.